Event description:
It was reported that "the guidewire could not pass through the catheter during insertion." There were no patient complications reported.

Manufacturer narrative:
The product was returned for evaluation. The customer report was confirmed. The pediasat 4.5f double lumen catheter was received with a non-edwards 0.018" guidewire. A visual examination was performed and the catheter appeared to be in good condition with no kinks or indentations noted. The returned guidewire was passed tip to hub and it became stuck at the distal end of the distal hub. When passing the returned wire hub to tip the wire became stuck inside the backform area. An edwards 0.018" guidewire was then passed both directions and it also became stuck in the same locations. An x-ray was taken of the backform and a void or air bubble was observed inside the backform where the catheter tube ends. The hub was x-sectioned to examine the transition area between the catheter tube and the hub. A void or air bubble was observed creating an area where the guidewire became stuck. A supplemental report will be sent with the device history record review.